Manufacturer narrative:
Still under investigation, results - still under investigation. Conclusions - still under investigation. Evaluation: still under investigation.

Event description:
In 2007, physician implanted a main body graft, but landed the device lower than the desired location. There was endoleak, but the physician chose to place a main body extension to provide more coverage of the native vessel. Due to angulation of the aorta, the main body extension did not provide adequate apposition. As a result, the physician decided to use another manufacturer's stent in this portion of the graft. The final angiogram looked good without any endoleaks.